Event description:
It was reported that an out of range hv lead impedance measurement was received via a merlin.net transmission. Lead remains implanted and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.